Event description:
It was reported to boston scientific corporation that an endovive safety peg kit push method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6), 2010. According to the complainant, during the procedure outside the patient, the guidewire got caught at the transition, between the hard and soft plastic, of the peg. The device was replaced when the physician experienced the difficulty advancing the guidewire in the peg tube. In addition, it was noted,on the outside of the tube, the seal that connects the two tubes was rough and had a broken piece of plastic. Nothing fell inside the patient. The procedure was completed with a new endovive safety peg kit push method. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination of the device revealed the dilator thermoformed tubing cut and pulled away at the distal end next to the barbed connector. The flap of material was measured to be approximately 2 millimeters wide and 2 millimeters long. Diagonal cut marks were also found on the thermoformed tubing and were found on both sides of tubing. A functional check was performed by inserting an .038" guidewire into the device. There was some resistance felt as the guidewire passed through the connector. The device was disassembled and the connector cannula inner diameter was measured and found to be within specification. The condition of the returned unit was consistent with the complaint incident that the guidewire would not advance easily and the transition area was rough. The tubing was found to be cut in multiple areas in addition to the defect at the transition area. The most probable root cause cannot be determined because the issues found could be due to user handling, operational context or manufacturing/packaging. The most probable root cause is undeterminable. A review of the device history record was performed and revealed no issues related to this complaint. A lot history search was performed and found no other complaints against lot number 13698088.

Manufacturer narrative:
The exact age of the patient is unknown however, over 18 years old. The device has been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit push method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2010. According to the complainant, during the procedure outside the patient, the guidewire got caught at the transition, between the hard and soft plastic, of the peg. The device was replaced when the physician experienced the difficulty advancing the guidewire in the peg tube. In addition, it was noted,on the outside of the tube, the seal that connects the two tubes was rough and had a broken piece of plastic. Nothing fell inside the patient. The procedure was completed with a new endovive safety peg kit push method. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.